Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient who reiterated that their ins never really helped much with their pain since being implanted. Patient's device was still implanted and never explanted. Patient reported they have been getting 50% or less in therapy relief and later clarified that it does help a little bit in the evening and that they have to increase their pain medication which has helped with their pain so they have not had to use their stimulator. Patient reported they have had the ins turned off and tried to turn it back on to increase stimulation to use therapy in the evening and indicated seeing poor communication screen. It was reported that patient was getting the poor communication screen on their programmer when trying to turn on/adjust stimulation. Patient reported they have been able to increase stimulation "one or two numbers" and then the poor communication screen appears when using the programmer with antenna. Patient was advised to place antenna directly over the ins and sync with ins. Poor communication was resolved. Additional information was received from the patient who reported they received the programmer antenna and indicated they still got poor communication screen. Recharger was working fine. No further complications reported and/or anticipated at this time.

Event description:
Information was received from a patient who was implanted with a neurostimulator for post lumbar laminectomy syndrome and spinal pain. It was reported that the device never helped with the patient's pain so he was having it removed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.